Event description:
It was reported that the patient¿s implantable neurostimulator (ins) ¿doesn¿t work the best¿ although it was then noted that it was ¿doing something¿ and did help with their pain. The patient further stated that ¿over the years the more damage to the nerves is done¿ had led to not as much pain control as they would like. In addition, the patient had been unable to charge their ins as their recharger unit was stolen. After receiving a replacement recharger, a communication problem was noted as they saw the reposition antenna screen when trying to recharge the ins. An overdischarge (od) condition was suspected on their ins as they had not recharged in 6 months (due to the lost recharger). The patient also had not felt the stimulation for more than 6 months. Follow up information received from the healthcare professional (hcp) reported that they had not seen the patient since (B)(6) 2011. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 399960, lot# v043930, implanted: (B)(6) 2008, product type: lead. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).